Event description:
Bd precision glide needle 16gl 1/2 was in sealed paper package but lacked the plastic shield. Needle could have punctured healthcare worker. Prepared to attach needle to syringe and then noticed that plastic sheath was absent from sealed package. Diagnosis or reason for use: needle.